Event description:
Through a phone conversation on january 30, 2003, between director of quality assurance at boston scientific/target, and nurse on staff of a law firm representing the patient, boston scientific/target was notified that during an avm glue procedure, the spinnaker flow directed catheter 1.8 f-xl w/hydrolene "folded over experience." Patient had deficit; left hemiparesis. Additional information has been requested through a company representative.